Event description:
The customer reported that they received a discrepant low total hemoglobin (thb) result compared to retesting on the same sample on their laboratory instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer has provided instrument files for further investigation. Investigation is underway. The cause of this event is unknown.

Manufacturer narrative:
A review of the available system logs showed the instrument was performing as intended on the day of the event. There were no system or coox sub-assembly errors recorded during or around the measured samples. The aqc performance was stable and reporting within specifications. The rp500e cooximetry assay is a whole blood multi-wavelength direct (non-chemical) spectrophotometric measurement. Preanalytical factors may have attributed to the inaccurate thb result including, but not limited to, specimen collection, insufficient sample mixing/handling, hemolysis and time differences between repeat measurements. The thb results being compared have different anticoagulants. Moreover, the sample in question appears to be significantly lower than the normal reference range. Information on patient disposition, treatments or medication was not available for this review. A root cause investigation for cooximetry related escalations requires the appropriate system datafiles. The cooximetry and sensor raw response datafiles were not available for this review. There is insufficient information to proceed with thorough investigation. The cause of this event is unknown.